Event description:
A maude database search conducted on 30 jul 2023 found maude report # 17170612. The event description stated that the patient was transported from catheterization lab to post transitional unit with 16 cc of air in the involved tr band. Upon inspection it was found to be flat.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: establishment name: not provided, maude report e1: establishment address: not provided, maude report e1: initial reporter name: not provided, maude report e1: phone number: not provided, maude report e3: occupation: not provided, maude report the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR)showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).